Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1 initial reporter phone number character limit exceeded: (B)(6).

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. No abnormalities were noted during preparation, however, air entered the sheath system during the procedure, which was reproduced several times by aspiration. It was also observed a slow drip leak from the proximal end. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for analysis.